Event description:
It was reported that the "up" arrow button will not work and, must be pushed very hard for a response. This reportedly began a few weeks ago.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was found to the keypad. The up and backlight buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to this complaint, the bolus button was found to be detached and torn with contamination in the button. The damaged bolus button will allow contamination to permeate the button contact impacting the button function; this issue is obvious and detectable to the user and should alert the user to discontinue use of the device. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.